Manufacturer narrative:
Evaluation completed. One opened bl5323wv pack from lot w0819 was returned. The expiration date on the label was 2019-may-18. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and does not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Refer to CAPA (B)(4). CAPA (B)(4) was closed on 06 july 2018 but was still open when lot w0819 was manufactured. Per CAPA (B)(4) and (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5323wvw that was built with the vitrectomy tubeset enhancement was lot #w1857 in may-2018. Any bl5323wv product with lot #w1857 or higher will include the vitrectomy tubeset enhancement.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in china reported the vitrectomy cutter was not cutting and was dripping continuously during surgery. The aspiration was insufficient. There was no medical intervention required.